Event description:
A patient reported that they received a thermage eye treatment at a user facility and experienced burns and blisters the following day on their upper and lower eyelids. No other details are known about the event. It is unknown if the patient received thermage cpt or flx eye treatment. The patient reportedly sought care in the burn department at a public hospital where the dressing was disinfected. The patient stated they have second-degree burns. The patient¿s current status is that recovery is slow, and it is unknown if there will be any permanent damage or scarring. The patient did not undergo any other procedure in the same symptom area within 30 days of the procedure. The patient did receive thermage treatment to the same symptom area two years prior to this procedure. It was confirmed that the user facility who performed the treatment was not a solta authorized institution and the tips used were not sold through solta. The tip model number and serial number are unknown.

Manufacturer narrative:
No further details are known about the event and follow up with the clinic could not be performed. No tip or data logs were available for evaluation. According to the thermage cpt and thermage flx user manuals, burns and blisters are known possible reactions to treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. The trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. No solta serial number was provided for this event. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.